Event description:
A cgm error was reported, specifically error 42, by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, after which the cgm error did not reoccur. Subsequently, the caller successfully initiated their sensor session.